Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. No unexpected delivery anomalies noted during testing. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Device was then programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the insulin pump display matched the units left at test reservoir properly. No delivery anomaly, bolus anomaly or basal anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump was under delivery insulin pump. The customer¿s blood glucose level was 22 mmol/l at the time of the incident and current blood glucose level 17 mmol/l. The customer blood glucose was 3.8 mmol/l. The customer had symptoms such as thirsty. The customer was treated with pump and manual injection. The customer reported that the pump was under delivering and did not see insulin come out. The customer declined troubleshoot for low blood glucose level. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose levels. The insulin pump will be returned for analysis.